Event description:
On 12/01/1999 the account reported a negative hcv 2.0 eia result for a sample which tested positive with the ortho hcv assay at two different laboratories. A negative result was also obtained at the lab, which uses hcv 2.0 eia. No report or injury.